Event description:
It was reported that this lead was an attempted implant due to loss of capture (loc), high capture thresholds and helix mechanism issues. In addition, the physician rotated the helix mechanism greater than 30 turns. No adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that this lead was an attempted implant due to loss of capture (loc), high capture thresholds and helix mechanism issues. In addition, the physician rotated the helix mechanism greater than 30 turns. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.